Event description:
Info received indicates the bed has no trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The hill-rom tech found the trendelenburg arm was caught on the power limit cable. The tech properly aligned the power limit cable to repair the bed.